Event description:
The daughter of a male patient contacted lifecor customer support to report that one battery pack will no longer start the monitor. Support requested a download and the download revealed that the battery pack had not been changed every 24 hours. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last patient to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continues to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.